Event description:
The everflo device was returned to the service center. This device has been serviced, and the service technician found burnt marks and deformation of the front cabinet due to the pca burning up. There were also signs of sieve dust in the machine. In addition, front cabinet, sieve, inlet filter and pca needs to be replaced. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.